Event description:
It was reported that the unspecified bd infusion set had an occlusion. The following information was provided by the initial reporter: the alaris syringe pump with alprostadil continuous infusion frequently rang off "patient occluded". During hourly infusion checks, volume infused showed 0.06ml at 8pm, 0.09ml at 9pm, then 0.08ml at 10pm. The 9pm value still made sense as the infusion was interrupted quite a few times due to "occlusion", but the 10pm value made no sense because it should be impossible for the infused volume to decrease.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.